Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to sensor was not working. The customer reported blood glucose value of 547 mg/dl. The customer was treated with manual injection. The event involved products mmt-399a, mmt-1884, mmt-7841zn, mmt-332a, mmt-7040a and mmt-7040a. Troubleshooting was partially performed for hyperglycemia and later declined by customer for high blood glucose. It was unknown whether the customer has used the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for transmitter does not blink and the transmitter did not blink as expected when connected to the tester and/or removed from the charger. The transmitter led light may not be working properly. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the transmitter, reservoir, infusion set and sensor. No product is expected to return for mmt-7841zn. No product is expected to return for mmt-332a. No product is expected to return for mmt-7040a. No product is expected to return for mmt-7040a. No product is expected to return for mmt-399a.